Event description:
The patient felt dizzy and thought he heard the ICD clicking. Stored and real time egms showed noise indicating a possible lead fracture. However, upon examination, the lead was fine. It is thought that the noise is coming from the ICD circuitry.

Manufacturer narrative:
H3 evaluation summary: it is believed that capacitor c18 arced from the anode pin to its case and that the arc caused damage to the charge module which loaded down the v2x signal. The loaded down v2x signal was the cause of the noise of the real-time electrograms. The cause of the capacitior failure is believed to be a leakage of electrolyte providing a low impedance path from the anode to the case of the capacitor. The capacitor. The capacitor was found to be assembled with paper under the anode seal gasket.